Event description:
A peritoneal dialysis patient's contact reported that the patient had just finished up antibiotics for an infection. A f/u call was made to the patient's peritoneal dialysis nurse. The patient was admitted to the hosp in december (unk date) for hypo-tension related to medication changes. The patient acquired touch contamination peritonitis while in the hosp due to staff using poor technique. The patient was treated with intra-peritoneal vancomycin, and has been completing all treatments with out difficulty.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.